Event description:
On 14th november 2025, rayner intraocular lenses limited received notification from its affiliate company in poland of an event that occurred during use of a rayone galaxy toric rao615x device. The event description provided stated that the iol came out of the injector with a part of the optic missing, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stated that the iol came out of the injector with a part of the optic missing. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of prodcuction records for the rayone galaxy toric rao615x batch 084249947 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 084249947. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 14th november 2025, rayner intraocular lenses limited received notification from its affiliate company in poland of an event that occurred during use of a rayone galaxy toric rao615x device. The event description provided stated that the iol came out of the injector with a part of the optic missing, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stated that the iol came out of the injector with a part of the optic missing. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of prodcuction records for the rayone galaxy toric rao615x batch 084249947 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 084249947. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was not included in the return. Preliminary inspection of the returned injector showed that movable flaps were not fully closed (no issues occurred when attempting to secure them together to enable testing of the device by rayner), and the plunger was pushed in, protruding slightly through the nozzle's opening. After the injector was fully disassembled, cosmetic inspection revealed that the plunger soft tip was torn. Retrieval of the injector parts identified that the lens haptic remained stuck inside the injector. Injector's inner chamber parts were covered in a sticky, white residue that obstructed the injector's movement. The injector was then re-assembled with a new plunger, and 1x rayone trifocal toric rao613z +24.50 d / +2.25 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. The returned product did not allow full verification of the reported event, as the lens was not included. However, inspection confirmed that the lens had sustained damage during injection, consistent with a difficult or obstructed delivery. Product return inspection and testing identified no fault of the rayone injector. The results of injector testing confirm that the device performs as per design. Cosmetic inspection showed that the injector's movable flaps were not fully closed, suggesting that either they were not fully secured at the point injection was started or that they could have opened during injection due to force exerted during injection. The rayone IFU "use of rayone" section "fig 7" instructs: "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Forcing the injection when the lens became trapped may have contributed to the damage observed; however, a definitive root cause cannot be determined. Based on the available evidence, an injector related cause can be excluded.